Event description:
Fractured edaz, tooth #9, broke at base. No patient injury.

Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.

Manufacturer narrative:
Report date was recorded as (B)(6) 2010, should have been left blank (unk). Recall #may 13, 2010. Investigation results: models received (not abutment), review of 3shape shows design to be good. Abutment was placed in the patients mouth in 2010. When fracture of an encode zirconia abutment is observed at or adjacent to the mating hex or boss, the root cause of the fracture is related to the design of the hex and boss connection features, and the screw access hole.